Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks due to atrial fibrillation with rapid ventricular response. During attempt to interrogate the device, it was found in backup vvi reset mode (bvvi). The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported reset was confirmed via review of the device image. Review of the stored egm showed continuous detection of tachy and fib, charged and delivered several therapies. The reset mode was not reproducible. It is believed that when the device charged repeatedly in a short period of time, the device's battery did not have sufficient time to recover. The device was tested on the bench and on the automated system. No anomalies were found.